Event description:
It was reported that the pt experienced a kind of pressure-sound-disturbance followed by no sound impression with the implant. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.